Event description:
Patient was revised to address pain.

Manufacturer narrative:
The devices associated with this report were not returned. Per the initial reporting; patient x-rays are not available for examination. Review of the sterilization certifications and device history records for the provided product/lot combinations did not reveal any related deviations or anomalies. Per the sterilization certificates, validated parameters were met. The investigation could not draw any conclusions regarding the reported event. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is considered closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. Pfs now alleges trochanteric fracture at revision, dislocations/subluxations, and alval. After review of the medical records for MDR reportability, the revision operative note indicated pain. There was no mention of any fracture, alval, or dislocations/subluxations. The stem is being added for the alleged high metal ions. No labs provided.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers this investigation closed.